Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) was unable to interrogate the pump and was "unable to connect".  The hcp was not with the patient and was unsure what specific message was appearing on the programmer screen when trying to read the pump. It was reviewed the option to connect the programmer to the communicator using the provided cord and try reading the pump again. They would try that and call back if they need further assistance.  The hcp called back and still could not read the pump. It was inquired as to whether it could be flipped and the hcp thought it could be. It was reported that the pump was somewhat deep and there was some swelling around it.  They did not have another programmer to try and does not think they are near any significant source of interference.  It was suggested to get a company representative involved to see if they can bring in a second programmer.  No patient symptoms or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog serial# unknown, implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.